Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented for a left ventricular lead revision procedure after the left ventricular lead had slipped back a little when the lead was attached to the device during the device implant procedure. Programming changes had previously been made but the patient still felt lethargic. Physician believed attempting a different vein with the coronary sinus and a different lead, the patient may feel better. During the procedure, an attempt to recannulate the coronary sinus was made but it appeared to be blocked now. A new lead was not attempted, and the existing lead remains in situ and was advanced slightly with new programming changes. The patient was stable throughout and after the procedure.